Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of dark, blurry images was confirmed. During testing, the image quality was found to be degraded when using the probe. Additionally, the right, down, and ok buttons on the probe were not functioning. The issue is attributed to probe degradation due to normal use and aging. The probe will be replaced. The root cause is use of the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was reported screen image problem. No further information was provided. (B)(6) 2026: it was found during an investigation the image quality is degraded.